Event description:
Person reports that while visiting her brother in the ICU at memorial herman hospital the staff instructed her to wear the gloves. She used the gloves 'on and off' for 4 days. By the end of the 4th day her hands were swelling, and the staff told her to go to the ER. Apparently in the ER she was given steroids, and was told that her hands looked like a 'contact type burn'/contact dermatitis. She was using hospital soaps/lotions when visiting her brother, but states based on how her hands looked, she believes that the gloves were involved.

Manufacturer narrative:
The lot number and representative samples were provided by the user. The device history record was reviewed and no abnormalities were noted. Historical trending was done. Testing was performed - thirteen individuals wore the gloves for 3 hours, and no abnormalities were found. We reviewed the production process and the process records revealed no related changes. According to the chemical residue test results from the malaysian rubber institute, the tested chemical was not detected (nd). The nd is either not present or the concentration is below detectable limit. We suspect this is an isolated case where the person may have had a delayed contact dermatitis possibly caused by an accelerator in the gloves. The supplier has been apprised of this incident for close monitoring of the manufacturing process. We will continue to monitor for complaints of this nature.